Event description:
I had a depuy pinnacle hip replacement using the ultimet liner. The original surgery was 2007. Within less than 1-year, I began experiencing pain and weakness in the hip. On (B)(6) 2015, I had revision surgery to replace the wear surfaces. The surgeon stated that the hip joint contained purulent fluid which he stated is typical of what he sees during revision surgery for this product. Pathology reported no infection. The inflammation is believed by the surgeon to be due to the metal-on-metal pinnacle product.